Manufacturer narrative:
The catalog number of the bur was confirmed. The reported product involved with this event was returned for evaluation and the reported failure of breakage was confirmed. As only a partial piece of the bur was returned, further evaluation of this partial piece of bur was not possible. As a result a cause for the bur breakage could not be determined in this case.

Event description:
It was reported that during a surgical procedure, the bur broke off inside the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the bur broke off inside the attachment. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.